Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: rhemuotoiid arthritis"), urinary retention ("bladder or urinary problems or changes: unable to completely empty the bladder"), paralysis ("neurological conditions or problems type: paralysis") and seizure ("seizures non epileptic attack") in a 27-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, esophageal reflux, panic attacks, hypertension, painful hips and weakness. Previously administered products included for birth control: micronor from 2004 to 26-aug-2012; for an unreported indication: zofran from 2007 to 2011, reglan from 2007 to 2011 and prenate. Concurrent conditions included drug intolerance, anemia, back pain and gerd. Concomitant products included ascorbic acid;cyanocobalamin;docusate sodium;ferrous gluconate;folic acid;iron pentacarbonyl (ferralet), cannabis sativa (cannabis) since july 2015, hydromorphone, nifedipine (procardia), norethisterone (micronor) from august 2012 to september 2012 and sertraline hydrochloride (zoloft) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2014, the patient experienced fatigue ("fatigue"). In june 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2017, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition type: bloating"), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and constipation ("gastrointestinal or digestive system condition type: chronic constipation"). In september 2017, the patient experienced paralysis (seriousness criterion medically significant), nausea ("nausea"), tooth fracture ("dental problems: teeth cracking"), conversion disorder ("neurological conditions or problems type: functional neurological disorder / fnd"), muscular weakness ("neurological conditions or problems type: muscle weakness"), amnesia ("neurological conditions or problems type: memory loss"), hypersensitivity ("neurological conditions or problems type: sensitivity overload"), cognitive disorder ("neurological conditions or problems type: cognitive impairment"), speech disorder ("neurological conditions or problems type: speak impairment"), nervous system disorder ("neurological conditions or problems type: central nervous system failure / fnd"), gait inability ("neurological conditions or problems type: inability to walk"), arthralgia ("joints pain"), musculoskeletal pain ("shoulder pain") and pain ("I have pain from head to toe") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("bladder or urinary problems or changes: increased frequency") and incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and seizure (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced dermatitis papillaris capillitii ("rashes or skin conditions type: keloids acne from medication") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision / inability to focus") and loss of consciousness ("vision/eye problems type: visual blackouts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety "), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd ptsd from multiple hospital visit and treatments"), dystonia ("neurological conditions or problems type: dystonia"), abdominal pain upper ("stomach pain"), myalgia ("muscle pain") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, urinary retention, paralysis, abdominal distension, dyspareunia, urinary tract infection, cystitis, female sexual dysfunction, anxiety, depression, post-traumatic stress disorder, dermatitis papillaris capillitii, pollakiuria, incontinence, migraine, headache, nausea, tooth fracture, dystonia, conversion disorder, muscular weakness, amnesia, hypersensitivity, cognitive disorder, speech disorder, nervous system disorder, gait inability, seizure, vision blurred, loss of consciousness, fatigue, weight decreased, diarrhoea, constipation, alopecia, arthralgia, abdominal pain upper, musculoskeletal pain, pain, myalgia and inflammation outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, cognitive disorder, constipation, conversion disorder, cystitis, depression, dermatitis papillaris capillitii, diarrhoea, dysmenorrhoea, dyspareunia, dystonia, fatigue, female sexual dysfunction, gait inability, genital haemorrhage, headache, hypersensitivity, incontinence, inflammation, loss of consciousness, menorrhagia, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, nervous system disorder, pain, paralysis, pelvic pain, pollakiuria, post-traumatic stress disorder, rheumatoid arthritis, seizure, speech disorder, tooth fracture, urinary retention, urinary tract infection, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure device placement for permanent sterility. The left essure device is entirely within the left fallopian tube and separated from the cornu by approximately 1 cm. The lumen of the fallopian tubes are occluded.. Ultrasound pelvis - on an unknown date: mild left pelvic varices are seen. The pelvis is otherwise unremarkable.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia, migraine, rheumatoid arthritis, weight decrease. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety, ptsd from multiple hospital visit and treatments, autoimmune disorder type of disorder: rhemuotoiid arthritis, rashes or skin conditions type: keloids acne from medication, bladder or urinary problems or changes: increased frequency, incontinence, unable to completely empty the bladder, migraines / headaches, nausea, dental problems: teeth cracking, neurological conditions or problems type: dystonia, functional neurological disorder, paralysis, muscle weakness, memory loss, sensitivity overload, cognitive impairment, speak impairment, central nervous system failure, inability to walk, seizures, dysmenorrhea (cramping), vision/eye problems type: blurred vision / inability to focus, visual blackouts, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: diarrhea, chronic constipation, hair loss, joints pain, stomach pain, shoulder pain, I have pain from head to toe, muscle pain, inflammation. Outcome of event genital haemorrhage were updated. Reporter information, aka name, concomitant and historical drug, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy bleeding'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), urinary retention ('bladder or urinary problems or changes: unable to completely empty the bladder'), paralysis ('neurological conditions or problems type: paralysis') and seizure ('seizures non epileptic attack') in a 27-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, esophageal reflux, panic attacks, hypertension, painful hips and weakness. Previously administered products included for birth control: micronor from 2004 to (B)(6) 2012; for an unreported indication: zofran from 2007 to 2011, reglan from 2007 to 2011 and prenate. Concurrent conditions included allergic reaction to antibiotics, anemia, back pain and gerd. Concomitant products included cannabis sativa (cannabis) since (B)(6) 2015, ferrous gluconate (ferralet), hydromorphone, nifedipine (procardia), norethisterone (micronor) from (B)(6) 2012 and sertraline hydrochloride (zoloft) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition type: bloating"), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and constipation ("gastrointestinal or digestive system condition type: chronic constipation"). In (B)(6) 2017, the patient experienced paralysis (seriousness criterion medically significant), nausea ("nausea"), tooth fracture ("dental problems: teeth cracking"), conversion disorder ("neurological conditions or problems type: functional neurological disorder / fnd"), muscular weakness ("neurological conditions or problems type: muscle weakness"), amnesia ("neurological conditions or problems type: memory loss"), hypersensitivity ("neurological conditions or problems type: sensitivity overload"), cognitive disorder ("neurological conditions or problems type: cognitive impairment"), speech disorder ("neurological conditions or problems type: speak impairment"), nervous system disorder ("neurological conditions or problems type: central nervous system failure / fnd"), gait inability ("neurological conditions or problems type: inability to walk"), arthralgia ("joints pain"), musculoskeletal pain ("shoulder pain") and pain ("I have pain from head to toe") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2018, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced urinary retention (seriousness criterion medically significant), pollakiuria ("bladder or urinary problems or changes: increased frequency") and urinary incontinence ("bladder or urinary problems or changes incontinence"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and seizure (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced dermatitis papillaris capillitii ("rashes or skin conditions type: keloids acne from medication") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision / inability to focus") and loss of consciousness ("vision/eye problems type: visual blackouts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety "), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd ptsd from multiple hospital visit and treatments"), dystonia ("neurological conditions or problems type: dystonia"), abdominal pain upper ("stomach pain"), myalgia ("muscle pain") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, urinary retention, paralysis, abdominal distension, dyspareunia, urinary tract infection, cystitis, female sexual dysfunction, anxiety, depression, post-traumatic stress disorder, dermatitis papillaris capillitii, pollakiuria, urinary incontinence, migraine, headache, nausea, tooth fracture, dystonia, conversion disorder, muscular weakness, amnesia, hypersensitivity, cognitive disorder, speech disorder, nervous system disorder, gait inability, seizure, vision blurred, loss of consciousness, fatigue, weight decreased, diarrhoea, constipation, alopecia, arthralgia, abdominal pain upper, musculoskeletal pain, pain, myalgia and inflammation outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, cognitive disorder, constipation, conversion disorder, cystitis, depression, dermatitis papillaris capillitii, diarrhoea, dysmenorrhoea, dyspareunia, dystonia, fatigue, female sexual dysfunction, gait inability, genital haemorrhage, headache, hypersensitivity, inflammation, loss of consciousness, menorrhagia, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, nervous system disorder, pain, paralysis, pelvic pain, pollakiuria, post-traumatic stress disorder, rheumatoid arthritis, seizure, speech disorder, tooth fracture, urinary incontinence, urinary retention, urinary tract infection, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure device placement for permanent sterility. The left essure device is entirely within the left fallopian tube and separated from the cornu by approximately 1 cm. The lumen of the fallopian tubes are occluded. Ultrasound pelvis - on an unknown date: mild left pelvic varices are seen. The pelvis is otherwise unremarkable. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia, migraine, rheumatoid arthritis, weight decrease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.